Manufacturer narrative:
Additional information in d4: expiration date and UDI number, h4, and h6: investigation type, findings, and conclusions. Device evaluation: product was not returned and photos were not provided, so a device evaluation could not be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to twisting forces applied to the peek during removal. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c device disassembled when the peek inserter was being removed with forceps. A second implant set was used to complete the surgery and there was no reported patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c device disassembled when the peek inserter was being removed with forceps. A second implant set was used to complete the surgery and there was no reported patient impact.